Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 alarmed reset ln vent (shutdown for other than pressing on/standby) came on. The unit stopped and the patient was transferred to another unit. The customer confirmed that there was no patient involvement associated with the reported event.